Manufacturer narrative:
This information is being sent to correct b5 and h6.

Event description:
It was reported that during a data review for this subcutaneous implantable defibrillator (s-ICD) device, the physician noted an episode of ventricular arrhythmia that was not treated by the device. The stored electrocardiogram showed the device be functioning within normal limits as the arrhythmia spontaneously terminated once the device began to charge. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that during a data review for this subcutaneous implantable defibrillator (s-ICD) device, the physician noted an episode of ventricular arrhythmia that was not treated by the device. The stored electrocardiogram showed potential loss of capture. At this time, the s-ICD remains implanted and no additional adverse patient effects were reported.